Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected. The recipient reported that on the (B)(6) 2025, the benefit with the device became intermittent. Audiograms reportedly revealed no change in hearing since last test in 2016.

Event description:
The recipient's hearing performance with the device is affected. The recipient reported that on the (B)(6) 2025, the benefit with the device became intermittent. Re-implantation with vsb is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.